Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 23feb2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for (B)(6) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
(B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of (B)(6) 2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference # na. Device was not returned to manufacturing facility.

Event description:
(B)(4). (B)(6). Spec, customer advocacy complaint management. (B)(4). Sn (B)(4). 8100 242.4030 error. Motor movement when door is open. Recommend to check the ail sensor and the pinion gear on the motor. Replace ail if see any damage to op1 sensor.